Event description:
It was reported that the customer's reservoir had several air bubbles which caused an occlusion. Her blood glucose levels were 388 mg/dl. Standard troubleshooting was performed. The reservoir's plunger would not go up when attempting to fill her insulin. The customer was advised to change the reservoir. The reservoir will not be returned since it was discarded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).